Manufacturer narrative:
The device was monitored with no button error alarm or frozen screen noted. Unit passed the self test and the displacement test. No weak battery alarm noted after battery change. Unit had intermittent button response in the express bolus button due to flattened dome switch (creased). During visual inspection, the j2 keypad connector on the lcd was found locked properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump alarmed button error and the bolus button does not work. No significant events leading to button error were observed. Button error troubleshooting was performed and confirmed that time is not advancing even after the battery has been changed. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.